Event description:
The company received a report where it was claimed that the cuff does not deflate properly causing breathing difficulty to the pt. The caller reported that the tube had only been in use one day. The caller reported that non routine recannulation of the replacement tube was required to isolate the problem but information provided suggest that the replacement tube failed in the same manner. Pending further information to confirm. (B)(4).

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing plant for analysis. If significant information is identified during our investigation, a summary of the investigation results will be provided in a supplemental report.